Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump was re-booting and that the screen was going blank and was turning off and on for the past seven hours. It was also indicated that the user had to prime /rewind and reset the verification screen multiple times during that seven hour time frame. There was reportedly no damage to the battery compartment or battery cap but the battery cap was never changed. It was also indicated that the yellow o-ring was not visible and that there no was corrosion observed in the battery compartment.